Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 17, 2007, the lay user/pt contacted lifescan alleging that her one touch ultrasmart meter would not power on. The sr medical affairs spoke with the pt the following day to obtain/verify info. The pt received a letter from lfs to check the meter batteries. The pt followed the instructions in the letter about cleaning the battery contacts and replacing the battery. The pt indicated that the meter stopped powering on following the actions. The meter started having the power issue around fourteen days earlier. Seven days later, she started feeling cold, clammy, shaky, and disoriented. Based on her symptoms, she was under the impression that she caught the flu. Two days following the onset of her symptoms, she contacted a nurse and was advised to call 911. The paramedics obtained a 427 mg/dl on their meter and advised her to go the ER. No treatment was administered by the paramedics. The pt decided to take an extra dose of her oral medication and declined going to the ER. She felt better after resting for several hrs. Throughout the last two weeks, she maintained her testing frequency of twice daily, however, the meter would power off during use. The pt also confirmed that she maintained her glucophage medication of one tablet twice daily. The customer care advocate (cca) verified that the pt was using the correct type of test strips, there had been no trauma to the meter, and the meter was not downloaded prior to attempting to test. The cca walked the pt through pressing the power button and the meter did not power on. The meter power on with insertion of a test strip and power off within seconds. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The pt developed symptoms (cold, clammy, shaky, disoriented) following the onset of the meter issue. The pt was unaware of her blood glucose for approx two weeks before testing 427 mg/dl on the ems meter. It is not clear the symptoms were related to her blood glucose as her symptoms are not classic for hyperglycemia.